Event description:
It was reported that during a da vinci-assisted rectal polypectomy surgical procedure, one "leg" of the fenestrated bipolar forceps instrument broke. The piece was found immediately and removed. The operation was completed with a new instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the fenestrated bipolar forceps be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does not show any additional reportable complaints related to this product and/or this event. A review of the fenestrated bipolar forceps instrument log for the instrument (pn 471205-17/lot # n10210308 0011) associated with this event was performed. Per logs, the instrument was last used on 11-jan-2022 on system sk1047. The instrument had 2 uses remaining after last use. No image or video was provided for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Manufacturer narrative:
D11- intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.193¿ x 0.571¿ was found to be broken off the yaw pulley. The broken piece was returned. The root cause is typically attributed to mishandling/misuse, such as excess force applied to the instrument jaws.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem" h1 updated from "malfunction" to "serious injury".